Manufacturer narrative:
A ge service representative performed an onsite investigation. The cpu and charge boards were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the c-arm would not complete boot up. There is no report of a pt injury or death associated with this event.